Event description:
Pt had bilateral breast implants in 1991. Both have ruptured and pt admitted to hospital for bilateral augmentations, and mastopexy. Breasts were replaced with saline-filled implants.